Event description:
It was reported that, during pretesting user was unable to drain the fluid from the foley catheter after checking the cuff. Per notification from investigator on 23feb2026, it was reported that the balloon was noted to inflated asymmetrically, found during sample evaluation on 23dec2025.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error. There is no allegation against a bd product but on a component in the tray. This report is being submitted as additional information. The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. Received (4) photo samples. Visual evaluation of the photo samples noted one opened used temp sensing silicone foley catheter with syringe with tray catalog. The first photo shows a package written lot number mykr0241 the third photos show partially deflated catheter. Verified material number of catheter 119314 and lot number ngjy4784.the condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjy4784. Visual inspection noted no obvious observations. The balloon was inflated with 10ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water) using the straight tip syringe and the catheter inflated with no difficulty and no leaks. However, asymmetric ballon was observed. Using the returned syringe, attempted to deflate balloon only 2ml deflated within 5min. Once again using the in house syringe, 10ml catheter balloon was deflated in 01min15sec. This is out of specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is confirmed against the returned syringe. CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, during pretesting user was unable to drain the fluid from the foley catheter after checking the cuff.